Manufacturer narrative:
An evaluation of the set screw is not possible at this time. The implant has not been removed from the patient nor has the identifying lot number been provided.

Event description:
The 2-3 month post-op x-rays revealed the arsenal set screw located at the left s1 had backed out of position. Patient is doing great, completely asymptomatic and will not require revision surgery at this time. The arsenal fixation system was originally implanted on (B)(6) 2017 at the l3-s1.